Event description:
It was reported that the patient had been having problems where she thought her leads had moved because she had so much scar tissue from surgeries. A healthcare provider (hcp) told the patient ¿there is some program I can use where it will circle around my head but I don¿t think there is.¿ the patient had had 7 or 8 surgeries in the back of her neck, down around her skull, so she thought the leads had changed, maybe as far back as 2-3 year ago. The hcp who did the surgery, did an x-ray, and found the ones on top of her head had moved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer patient, product ID: 3888-45, lot# v521134, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v516926, implanted: (B)(6) 2010, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).